Event description:
The manufacturer received information in relation to a simplygo mini oxygen concentrator. The device was serviced by a field service technician. The technician evaluated the device and alleged black residue in tubing, sieve compacted, air side blackened and chirping, and o2 side cracked. The faulty parts were replaced. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device evaluated by field service technician.